Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Customer disconnected the call and gave limited information regarding the event and address information. Unable to make contact with customer or daughter. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 315mg/dl. The customer's expected blood glucose test result range is 120 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is reported as a result of the actual blood glucose results. No details or dates were specified by the caller. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history: I returned customer's call back in regards to her mother's meter. Customer answered the phone and was very irate and upset at the time of the call. I apologized to customer and explained that I'd love to help assist with her mother's meter. Customer then explained that I shouldn't be calling back on a sunday because that is a church day. Customer stated that her mother's meter was reading high. Customer did not want to disclose her name. Customer also did not let me talk or ask questions. Customer read me lot rs4806 and proceeded to tell me that her mother obtained a reading of 315mg/dl with the true track and a result of 132mg/dl at the hospital. Customer stated her mother is normally between 120-130mg/dl but did not disclose if that was fasting or non- fasting. I apologized and asked customer if I could get further information so I could file the claim and send out a new meter. Customer cut me off and was very irate and told me that she only answered because she thought it was a possible family member and that she was done with this conversation. I apologized and again offered to replace meter. Customer disconnected call. Customer did not want to disclose her first name. Customer also did not disclose meter sn number. It was obtained via the coordinator that received her call originally. Customer did not disclose whether results were fasting, non- fasting, the time between results, and whether the hospital results were a lab result and the reason of the hospital visit. Customer was very clear that she did not want to continue to have this conversation.